Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Add'l info from importer report: 1018233-2012-01126: the pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #398977 for a "uretex". Add'l info from importer report: 1018233-2012-01137: uretex to2. Cat # 485054. (B)(6).